Manufacturer narrative:
Investigation activities along with corrective and preventive measures have been initiated to address this device issue.

Event description:
The cautery pencil stayed on after the physician stopped using it. No further info has been provided.